Manufacturer narrative:
Unit was not received with original battery cap. Proceeded to use new battery and battery cap. Critical pump error (open book image) alarm appeared during boot up. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self test due to critical pump error (open book image). Pump was cut open to perform visual inspection and moisture damage on the pcba 1 assembly was found, causing a critical pump error (open book image. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: label damage (faded), cracked case (battery tube), battery tube threads - cracked, stained keypad overlay, missing display window/cover, cracked case-corner of belt clip rails, scratched case, and pillowing keypad overlay. The customer¿s alleged battery cap damage was unknown when unit was not received with original battery cap. However, critical pump error (open book image) alarm was confirmed due to moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged battery cap contacts are not fixed in place, battery cap damage. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was performed. Advised customer to send acc-1527 (acc-1529 when available) as replacement battery cap. Reminded customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. No product return is required for mmt-1712k.